Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged device cord was smoking. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging that the device cord was smoking at the plug of machine. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that the p4 power connector was observed to have an unknown rust contaminant likely due to liquid ingress on it. Pil changed p4 to known good p4 power connector because device would not power on. During the investigation, pil observed an unknown dust contaminant on flip doors, the top enclosure, rear panel, pca, ui panel, bottom enclosure, inside iso port, blower, and blower box. Pil observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, inside the iso port, and blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the bottom enclosure and blower. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Pil is unable to directly address any symptoms. Pil can confirm the complaint of plug being burnt, the p4 power connector had liquid ingress to it. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.